Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the array failed to retract. The procedure was completed with another leveen coaccess electrode system. The account reported that there were no visible issues with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the cannula had slid back (proximally) through the male luer. No other device damage was visible. Functionally, the array was not able to be retracted as intended. The condition of the returned incident device was consistent with the complaint that the array failed to retract. The evaluation confirmed that the retraction issue stemmed from the separation of the cannula. The most probable root cause is supplier manufacture. There is an investigation underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the array failed to retract. The procedure was completed with another leveen coaccess electrode system. The account reported that there were no visible issues with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.